Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was involved in an underinfusion incident. The device was filled with 252 ml of deferoxamine and connected to the patient. The expected flow rate was 1.5 ml per hour for seven days. The actual flow rate was 0.8 ml per hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.